Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that patient had a hv shock and transmitted data via merlin.net to the device clinic at vanderbilt. The patient had six episodes showing the patient in svt, the rate went into the vt zone on the first five where atp was delivered and the episode with a return to sinus when rate dropped slightly to the below vt rate cutoff. Patient had stopped taking their sotalol and physician may wish to push up the vf rate cut off if appropriate for the patient. Reprogramming changes were recommended.